Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. G5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Ampuole of tissue adhesive damaged at the glue interface. No patient injury.

Manufacturer narrative:
Samples received: 2 open pouches, two ampoules. Analysis and results: there is a previous complaint of this code batch for the same issue (ampoule leakage) that was closed as confirmed after the analysis of the samples received. We manufactured and distributed in the market (B)(4) units of this code batch. We have received two open samples, the ampoules received have been optically evaluated and a defect in the tip of one of the ampoules was found. Tip is bent. The leakage of the glue occurs at this point. The other ampoule received is empty and also does not have the sealing bar. The vision system of the filling machine should have discarded this unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.